Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the glass cap exhibits moderate devitrification at the output window; the metal cap exhibits moderate char; the metal cap adhesion location exhibits burnt glue; the beveled edge at the output window is off center; there is misalignment of the metal cap output window with the red stop sign; the metal cap is loose within the outer flow tubing. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that during a prostate procedure, the fiber tip detached @ 734,765 joules of use and 10:49 minutes. The second fiber was reported ¿active fiber life excess¿ @102,238 joules of use and 15:38 minutes. The procedure was completed with an alternate procedure (bipolar resection). There was ¿no damaged to the patient¿ reported. This report is for the second fiber.